Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported for three weeks the head of devices went on holidays and on her return, she had a lot of complaints about the nibd. All measurements are too high, upon 20 mmhg. Especially at children till 10 kg. No patient impact or consequences were reported.